Event description:
Report received of a possible underdelivery. The contact stated, "the timing is off on the delivery, for example, when it is supposed tp deliver in 30 minutes, it actually takes 45 min." There were no reported adverse pt effects. Though requested, no additional info was provided.